Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and moderately tortuous left anterior descending (lad) artery and left circumflex (lcx) artery. Following predilation, a 3.00x38mm promus element long drug-eluting stent was selected to treat the lesion. Despite repeated attempts, the device failed to cross the lesion. It was noted that the stent struts were deformed. A 2.75x38mm promus element stent was then selected and implanted at the lad. The physician then deployed a 3.5x38mm promus element stent at the lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts stretched, distorted and bunched proximally towards the middle of the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and moderately tortuous left anterior descending (lad) artery and left circumflex (lcx) artery. Following predilation, a 3.00x38mm promus element long drug-eluting stent was selected to treat the lesion. Despite repeated attempts, the device failed to cross the lesion. It was noted that the stent struts were deformed. A 2.75x38mm promus element stent was then selected and implanted at the lad. The physician then deployed a 3.5x38mm promus element stent at the lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.